Event description:
It was reported to philips that the system had a geometry movement failure. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a coronary diagnosis procedure, and the procedure was aborted, rescheduled, and continued the next day. The philips field service engineer (fse) inspected the system onsite and identified a geometry failure. Log file analysis revealed a malfunctioning geometry pc. Upon troubleshooting, the fse identified a geometry issue during system startup and can communication errors on the geometry pc. To resolve the issue, the fse replaced the geo pc, clea extension board, luc board, and the software was reloaded on both the geometry pc and luc. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.